Manufacturer narrative:
The table was reported to allegedly have an unintended movement. The movement was reported to be the back section to 90 degrees down with a patient on the table without any operator interaction. There were not injuries or adverse consequences reported. The investigation is still ongoing and a supplemental will be filed when completed.

Event description:
The table was reported to allegedly have an unintended movement. The movement was reported to be the back section to 90 degrees down with a patient on the table without any operator interaction. There were not injuries or adverse consequences reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
The table was reported to allegedly have an unintended movement. The movement was reported to be the back section to 90 degrees down with a patient on the table without any operator interaction. There were not injuries or adverse consequences reported.